Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they were told the wires moved, disconnected, were off. Caller said they had an x-ray. They did an operation to fix the wires but caller was not sure that did much good, they tried all 8 of the programs.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2cuk5 implanted: (B)(6) 2021 explanted: (B)(6) 2021 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: model 978b128 , lot# va2cuk5, ubd: 10-dec-2022, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (patient's representative/friend or family member). Caller reported same issues already reported and that patient had wires re-done in their back because one of the wires broke so that had to be done.

Manufacturer narrative:
Concomitant products: product ID: 978b128, lot#: va2cuk5, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the caller reported the trial worked very well but since implant the patient has not experienced much therapeutic effect at all. They spoke with the doctor who told patient to change programs. The caller indicated the patient has tried all available programs and adjusted amplitude to comfortable levels but not getting much therapeutic effect on any of them. The circumstances that led to the reported issue were unknown. The patient  called in and re-reported no therapeutic after having the device implanted for 3 weeks. The patient mentioned also having stimulation in the back rather than the vaginal area and thinks the lead or implant may have moved. Pt states they fall a lot due to poor balance. The patient states their healthcare provider (hcp) kept telling them to change stim level and programs but that doesn't seem to be resolving the issue. The patient states within the last couple weeks they are back to where they were prior to having the implant. The patient states the urine just flows out and has no indication of needing to go to the bathroom. The patient states they're basically just wearing a diaper. No further complications were reported.